Manufacturer narrative:
There is no patient involvement. It is unknown when device became stripped. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. No combination could be found for part 03.632.003 with lot 669804, therefore a DHR review could not be performed at this time. If further information becomes available regarding the identifies for this part, then this DHR review will be revisited. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that on (B)(6) 2018, as the nurse was setting up the table for a posterior spinal fusion surgery done minimally invasive (mis), the screwdriver shaft was found stripped at the distal end. The nurse set aside the screwdriver as others are present in the set and the surgery went on as planned. The procedure was completed successfully with no surgical delay. There was no patient involvement. This report is for a t25 stardrive shaft f/matrix cannulated/standard. This is report 1 of 1 for (B)(4).